Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/ not provided. Implant date: unknown/ not provided. Explant date: unknown/ not provided. Initial reporter - first/given name: unknown/ not provided. Initial reporter - last name: unknown/ not provided. Initial reporter - email address: unknown/not provided. (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective. No further information was provided.

Manufacturer narrative:
Additional information with fields below updated: section b3 - date of event: (B)(6) 2022. Section b5 - describe event or problem: it was learned that on the (B)(6) 2022, the nurse removed the intraocular lens (iol) from the plastic container and the doctor loaded the iol using an iol delivery system from another manufacturer. While advancing the iol in the cartridge, the doctor saw that the iol was not folded well, removed the iol from the cartridge, and loaded it again after rinsing it. During the next check, the iol could no longer be advanced, which is why he decided to unpack a new iol. The nurse then took the iol out of the cartridge again and noticed that a haptic was almost off. The iol had no patient contact and was then discarded. The patient received another iol with the same diopter and no further details were provided. Therefore, this supplemental filing is to state that this event is not reportable per additional information received and no further information will be provided as issue was due to use error. Therefore, there will no longer be any further reporting under MFR report number 3012236936-2022-01490. Section d6a - implant date: does not apply - lens was not implanted. Section d6b - explant date: does not apply - lens was not implanted and therefore not explanted. Section e1 - first/given name: (B)(6). Section e1 - last name: (B)(6). Section e1 - email address: (B)(6). Section h6 - medical device problem code: 1255 - failure to fold. 2983 - mechanical jam. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.